Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found damage in the middle of the peritoneal catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device was not possible.a review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.